Event description:
It was reported that an ilet user experienced hyperglycemia after a high-carbohydrate meal and attempted to reduce blood glucose by entering several separate meal announcements, contrary to instructions, while the device user interface and algorithms functioned as designed. Symptoms included hyperglycemia with a peak of 442 mg/dl and eventually trending down to 372 mg/dl during the call. Outcomes included no health consequences or clinical impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper method, specifically using multiple meal announcements to correct high glucose, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error.